Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot number of the screw is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A medwatch report was received in which the patient reported multiple revision surgeries. The first set of implants referenced, implanted in 1992, were not biomet devices. The biomet devices were implanted (B)(6) 2002. The revision of the biomet devices occurred (B)(6) 2014, reference reports 1032347-2014-00232 through -00237. The patient further reports she may have a loose screw in the fossa that may be explanted, however this was unable to be confirmed via imaging.